Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, one device was not working. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement